Event description:
A distributing customer reported that a user facility filed a complaint, stating that a disposable administration set leaked during a chemotherapy treatment. The device was investigated by an independent lab. The location of the leak was reported to be located at the tubing-bond joint to the pressure cell. There is no pt contact or injury reported for this incident.